Manufacturer narrative:
(B)(4) continues to investigate the reported event. (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device has not been received.

Event description:
The customer reported that the screen is real dim and can barely be seen on the rns (remote network system or remote monitoring system.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the screen is real dim and can barely be seen on the rns (remote network system or remote monitoring system. The customer was sent to customer service for pricing and availability for a new rns system as per our procedure. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.